Manufacturer narrative:
H.6. Investigation summary: material #: 364314. Lot/batch #: 2102900. Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and functional testing, each drawn with water, and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using bd preset¿ arterial blood collection syringe small amount of blood was coming out of syringe wall after drawing blood gas for a patient. The following information was provided by the initial reporter: a small amount of blood was found to be coming out of the syringe wall after drawing blood gas for a patient, and was replaced and used normally.

Event description:
It was reported that while using bd preset¿ arterial blood collection syringe small amount of blood was coming out of syringe wall after drawing blood gas for a patient. The following information was provided by the initial reporter: a small amount of blood was found to be coming out of the syringe wall after drawing blood gas for a patient, and was replaced and used normally.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.